Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the patient¿s adverse event of peritonitis, characterized by cloudy effluent fluid, abdominal pain, and fibrin, which warranted antibiotic therapy and heparin installation. Causality was attributed to touch contamination due to poor hand hygiene prior to initiation and/or completion of peritoneal dialysis (pd) therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Gram-negative peritonitis may result from touch contamination. Additionally, escherichia coli are one of the most common organisms causing gram-negative peritonitis in pd patients. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler as before the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient contacted customer support to inquire about how to go back to fill 2 of their pd treatment. The patient reported that they had an infection due to fibrin. The patient reported that instead of bypassing into fill 2 of 4, they bypassed into dwell 2. The patient was able to bypass into fill 3 and began to fill at a steady rate. The technical support representative instructed the patient to follow up with their peritoneal dialysis registered nurse (pdrn) regarding the infection. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with abdominal pain, cloudy effluent, and fibrin. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 1000 mg every 5 days for 21 days and ip ceftazidime 1000 mg every day for 21 days. The culture results returned positive for escherichia coli and the cell count revealed an elevated white blood cell count. The results were not provided. The patient continues to undergo continuous cyclic peritoneal dialysis (ccpd) utilizing the same liberty select cycler as before the events without issue. The pdrn reported the events were unrelated to the utilization of any fresenius product(s), drug(s) or device(s). The pdrn stated that the events were attributed to touch contamination due to poor hand hygiene prior to initiation or completion of therapy. The pdrn stated that the patient is recovering from the events and was prescribed heparin for the fibrin, with good effect.